Event description:
Customer alleged three sets of discrepant blood glucose values when testing was performed back-to-back on the advantage system: 187 mg/dl and 67 mg/dl with no symptoms; 300 mg/dl and 126 mg/dl with no symptoms; and 300 mg/dl and 99 mg/dl with no symptoms. No treatment was given or action taken based on these results. No serious adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.